Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an unknown device. The customer experienced a loss of consciousness however, was able to self-treat with lemonade and felt better 40 minutes later. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "3 weeks ago" from adc awareness. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an unknown device. The customer experienced a loss of consciousness however, was able to self-treat with lemonade and felt better 40 minutes later. No further information was provided. There was no report of death or permanent injury associated with this event.